Event description:
It was reported to philips that the device experienced an "ECG failure". Upon further investigation, it was observed that the device was unable to acquire 12 lead ECG. There was no reported patient involvement.